Event description:
Additional information received indicated that the device was not explanted and will not be returned.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with pericardial effusion related to a bacterial infection. The device was explanted and disinfected. The patient was stable post procedure.